Event description:
It was reported by the customer "after the catheter is inserted, blood return cannot be drawn. After all the catheter was removed, it was rinsed with normal saline and the tip of the catheter was found to be broken and leaking. The patient needs to be reinserted with another catheter." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "after the catheter is inserted, blood return cannot be drawn. After all the catheter was removed, it was rinsed with normal saline and the tip of the catheter was found to be broken and leaking. The patient needs to be reinserted with another catheter." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr sl groshong catheter with an inlaid stiffening stylet. The unit was leak tested by flushing the catheter with water through the luer of the stylet using a 12ml luer lok syringe. During testing, a leak was observed below the 5cm depth marker near the tip of the stiffening stylet. Microscopic inspection of the leak site found that two holes were present in the rough shape of an oval. Each hole had a segment of the circle that narrowed out. Inspection of the fracture edge found that it was non-uniform and slightly rounded. Additionally, it was noted that the tubing material was missing and had not just been fractured. Based on the features of the tear and its location, it is possible that the stylet may have damaged the catheter tubing due to mishandling. However, there is no sufficient evidence to conclusively determine this. Therefore, the root cause remains unknown.